Manufacturer narrative:
Additional narrative: the complaint description states that the guide was broken when the surgeon impact the trial component. The device associated to the complaint were returned for analysis. The visual analysis of the returned products show a rupture located under the pommel. The DHR analysis of the batch returned 5116415 shows an initial conformance of this product with regards to the old specification ((B)(4)). For this batch, there was no deviation or non-conformance. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. However 17 similar complaints were reported for the affected product code. Critt analysis conducted on a previous complaint shows a weakness of this assembly. The design of product has since been changed (new definition starting from batch 5120205). This change was initiated through CAPA-(B)(4)(mdd CAPA- (B)(4)). The affected product was manufactured before the design change. Based on the information received and the investigation performed, the root cause is related to the design of the product (old design). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The guide was broken when the surgeon impact the trial component.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.